Manufacturer narrative:
(B)(4). (B)(6). The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. After the trunk-ipsilateral leg component was deployed, the contralateral gate was cannulated and the gore® dryseal flex sheath was advanced into the gate. The following angiography showed that both renal arteries are patent and the implantation of the additional devices was performed as planned. The final angiography showed that both renal arteries are covered and that the trunk device has moved proximal. Therefore it was decided to stent the renal arteries and the superficial mesenteric artery with bare metal uncovered stents. The renals were cannulated with access from the arm with an angulated sheath. The sheath and the dilator were used to create a pathway to the renal artery on each side. Reportedly the aneurysm was successfully excluded and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.